Manufacturer narrative:
One infusion pump was received for evaluation. Visual inspection found tamper seal broken, top case and right plunger head were damaged, and the battery is missing. Event history log shows "force sensor test". Force sensor test was found at power up. The force sensor was not able to be calibrated. The cause of the reported case damage issue appears to be the device was mishandled/dropped by the customer. The cause of the force sensor issue was the mainboard was not operating as intended. Replaced top case, plunger assembly and main board. Performed calibration, preventive maintenance, and all functional testing. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Manufacturer narrative:
Other, investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the device exhibited physical damage to top housing and plunger head, syringe ear sensor and plunger sensor issue. No adverse patient effects were reported by the customer.